Event description:
It was reported that the fowler is spongy due to a damaged gas cylinder. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. Repaired and returned.